Event description:
It was reported that this was closure of an unspecified access site using a prostyle device using the pre-close technique via a 6f sheath hole prior to an impella supported percutaneous coronary interventional procedure. Reportedly, the prostyle device was deployed over the guide wire, and resistance was felt during removal. The guide wire was removed, the prostyle device was readvanced, the suture preplaced, then the device was removed without resistance. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 14f, and the impella pump placement procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures two days after the impella pump was removed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to user error. In this case, it is likely the guide wire interacted with the suture to cause resistance when removing the device. The account failed to remove the guide wire (gw) prior to the guide wire exit port going below the skin line and then deploying the needles and suture with the gw in place. When this occurs the suture and guidewire can become entangled. Once the gw was removed the entanglement with the suture was removed. It was reported the device was reinserted and the sutures deployed with the guidewire in place. It should be noted that the prostyle instructions for use (IFU), states: "advance the device over the guide wire until the guide wire exit port is just above the skin line. Remove the guide wire before the exit port crosses the skin line." In this case, the IFU violation likely contributed to the reported difficulties, however an abbott representative was present and addressed the issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps/instructions.